Event description:
Related manufacturer report number: 2017865-2022-05907. It was reported during in clinic follow up that the atrial and ventricular leads exhibited oversensing and low pacing impedance. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of unspecified sensing issue and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that exposed the outer coil. The cause of the reported event was due to exposure of the outer coil due to friction to another device or feature of the heart.